Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had several error messages on their insulin pump. Customer reported receiving a no delivery alarm, low battery alarm and a low reservoir alarm. Customer stated their battery was not low when the insulin pump alarmed and they had insulin in their reservoir during the low reservoir alarm. Customer also reported pixilation on their insulin pump's screen. The customer's blood glucose was 250 mg/dl. The customer's insulin pump will be replaced. No additional information provided.